Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds have been observed more frequently on the right atrial (ra) lead. The lead remains in use. A revision procedure is planned for the future. No patient complications have been reported as a result of this event.